Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported on (B)(6) 2026 by (B)(6) from daybreak that the 48-year-old male patient stated that on (B)(6) 2026, the crown fell out of the mouth while wearing the daybreak classic device. The patient has an appointment scheduled with his dentist and was informed to discontinue use of the device and to return it. No outside clinical evaluation was sought. The device was delivered to the patient on (B)(6) 2026 and he stopped using the device on (B)(6) 2026.